Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the reported event. The patient was treated with amikacin (250mg; frequency and route not reported) and vancomycin (500mg; frequency and route not reported) for peritonitis. Action taken with therapies was not reported. At the time of this report, the patient's fluid was clear. The patient recovered from the event three days after the onset. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.